Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing significant pain during sensor insertion in the upper arm, rating the pain at 8/10 on the pain scale. Despite the discomfort, the patient continued using the sensor, anticipating that the pain would resolve without intervention. On (B)(6) 2026, the patient elected to remove the sensor earlier than scheduled and observed that the sensor wire was bent. She also noted swelling and inflammation around the sensor pod site, accompanied by soreness and tenderness. Concerned about these symptoms, the patient consulted her physician the same day. The physician prescribed oral prednisone (40 mg once daily for five days). The patient did not report signs of infection. At the time of reporting, she had not yet initiated the prescribed medication. The pain had progressed from the posterior upper arm to the neck region; however, the patient remained in stable condition overall. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.